Event description:
States one pump sn# (B)(4) is alarming with error message "lec 1870". Advised pump will need to be replaced, sending new replacement pump. Is the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver. Strength: 5mg. Dose or amount: 90nkm, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2011 to current. Diagnosis or reason for use: pah.